Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module had a broken battery clip.

Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of ¿broken battery clip¿ was confirmed with the returned power module (serial # (B)(6) ). Visual inspection revealed the plastic portion of the battery clip has fractures that did not hold the metal battery contacts in place. A root cause that attributed to the damage was not determined during the evaluation. The old revision battery clip assembly was updated to the new revision. The unit passed the power module planned maintenance checklist. The unit was returned to the customer site. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Power module (serial # (B)(6) ) was shipped to the customer on 11dec2009. Power module IFU 103772 rev. B (section 5) covers all alarms (visual and audible) on the power module and what actions should be performed when they do occur. Hmii IFU (rev c), hm3 IFU (rev c), has details on the proper use of the power module. If the power module does not function properly, contact the company's technical service department for assistance. No further information was provided. The manufacturer is closing the file on this event.